Event description:
An international distributor contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(4) 2014 they were contacted by a patient who experienced a sensor failure on (B)(4) 2014. The international distributor reported on behalf of the patient that upon sensor removal, the patient was unable to locate sensor wire. The international distributor reported on behalf of the patient that no medical intervention was necessary.